Event description:
A medtronic rep reported that the software became unresponsive during a cranial shunt placement using axiem localization for navigation. The hosp brought in another stealthstation s7 system and registered the pt again using the second system. The surgery continued as planned using the second system. The reported delay of the surgery was about a half an hour. There was no impact to the pt outcome.

Manufacturer narrative:
System log files did not contain any conclusive info. The system cpu (computer) was replaced and there have been no further reported issues. Suspect cpu has not been received back by MFR at the time of this report.